Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged the display screen was peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1. Date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/23/2016 with the following findings. During investigation, the display screen was found intact. There was no evidence of a peeling display screen. Unrelated to the original complaint, the battery compartment was found to be cracked at the case seal to the left side of the bumper pad. The bolus button cover was torn but operable.